Manufacturer narrative:
Monthly follow-ups were recommended. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated. Approximately two years later, this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was suspected of premature battery depletion. A disk was sent in for analysis and confirmed that this device was depleting prematurely.